Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the posterior capsule ruptured. A three piece lens was implanted. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of posterior capsular rupture. A specific malfunction was not alleged against the iol. Not enough info was provided to determine if the iol contributed to this event. There are no other complaints for this lot. Additional info was requested. (B)(4).